Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was falling apart and a piece of it was coming off and it was affecting the insulin delivery. The customer¿s blood glucose level was 257 mg/dl and said it had been up to 300 mg/dl. Customer reported damage to the drive support cap. Customer reported the type of damage was side coming off and drive support coming out. Advised customer to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window, detached end cap, loose/protruded drive support disk and missing end cap sticker.